Event description:
Philips received info that the customer reported all rocker switches of the foot switch are sticking, but especially the switch for "float position". The table remained in freefloat preventing motorized motion and scanning.

Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).